Manufacturer narrative:
Internal complaint number: (B)(4). The DHR for the reported failure "material twisted/bent; wire" was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed. The device was returned to the factory for evaluation. An investigation was conducted on 09/13/2019. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be bent and twisted away from the hot jaw, remaining attached at the base, but was detached at the tip. The silicone insulation was observed to be peeled away closest to the tip on the side of the cold jaw, exposing a small portion of the cold jaw. The detached silicone was not returned for evaluation. Based on the return condition of the device, we are unable to confirm when the reported failure took place. However, we are able to confirm the reported failure "material twisted/ bent wire." And the analyzed failure "peeled jaw" .

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro tip was bent upon opening the sterile packaging. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro tip was bent upon opening the sterile packaging. A replacement device was used to complete the procedure. No patient involvement